Manufacturer narrative:
The personality module audio/video (pmav) has been returned and evaluated by the failure analysis team. This unit was installed into the test system and ran video test, 1 minute sine cycle, 10 power cycles & sat idle for 1 hour. During the power cycles the technician replicated the reported failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked and identified that personality module audio/video (pmav) having an issue, replaced with new pmav board, tested and verified the system was working fine and ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the field service engineer (fse) called the customer to report that error 252 occurred. The site confirmed that they had restarted the system once, but the error returned. The technical support engineer (tse) guided the site to do a full hard power cycle, but the error persisted. The tse informed the site to reset the cable at the back of the core. The site called back and confirmed that reseating the cables did not resolve the issue. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to traditional laparoscopic surgery with no injury to the patient.